Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient stated that since the date of implant she has pain in her spine and legs like a shock. Transferred to pats for assistance. The issue was not resolved the time of this report. On the call with patient services the patient reported feeling pain for the last 4-5 days on their waist "a little bit lower and a little bit higher". Pt stated they are not sure if this is due to the device needing to be moved up or down. Pt clarified feeling pain near implant site in the spinal column "up and down" near pt'swaist. Pt denied any recent trauma to implant sit e or falls. Pt stated they are currently not at home near hcp. Reviewed considerations regarding decreasing stimulation or turning therapy off. Pt stated they will try turning device off and assess symptoms then will follow up with hcp. Pt clarified this issue started "about 10 days ago" and stated they thought it would go away or that it was possibly arthritic pain, but stated they have been taking medication for pain and using creams on skin and that has not resolved it so pt started thinking this could be due to the device. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Event date was approximate. If information is provided in the future, a supplemental report will be issued.